Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the cardiosave inta-aortic balloon pump (iabp) display was going light. There was no patient involvement, and no adverse event was reported. The date of event is unknown.

Manufacturer narrative:
The getinge stm that discovered the issue decided to replace the display before it got worse. The display was ordered and the stm returned to the site and replaced it and tested the iabp to factory specifications. No further issues were found , and the stm completed the pm and returned the iabp to the customer and approved it for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
A getinge service territory manager (stm) reported that while performing a preventive maintenance (pm), he noticed that the display of the cardiosave intra-aortic balloon pump (iabp) was very light. There was no patient involvement, and no adverse event was reported.